Event description:
It was reported that during a bilaterial preperitoneal ing hernia repair procedure, surgeon could not get anochors to seat when firing near by off of the pubis bone. No patient consequences. Case completed with another device of the same product code.